Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was not returned. Since product hasn't been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16; information identified: precautions breakage. No device lot number was provided so a device history record review could not be performed. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. The complaint reported that the screw fractured in the implant and could not be removed and the implant consequently had to be removed. A new implant was placed during the same surgery. Based on the information received and no return of the alleged device for evaluation; the device malfunction could not be verified. A root cause for this complaint could not be determined. The following sections have been updated: date of this report expiration date; UDI: (B)(4). Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change ¿no' to 'yes'. Device manufacture date. Evaluation codes. Additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Last name unknown / not provided. Additional PMA/510(k) number: k101880.

Event description:
It was reported that the surgical screw fractured inside the (B)(4) implant and resulted in the implant being removed. Tooth location #12.